Manufacturer narrative:
(B)(4): the customer reported that the etco2 function of the device was not functioning as expected. The involved pt died, but there is no allegation that device behavior impacted pt outcome. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the etco2 function of the device was not functioning as expected. The involved pt died, but there is no allegation that device behavior impacted pt outcome.